Event description:
Pt reported having diffculty with cartridge/adapter alerts on the day of the report. Pt also sees moisture in the device's insulin cartridge compartment -- pt suspects this moisture is insulin. It is unk whether the pt's blood glucose was affected (they refused to test their blood glucose).